Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest cgm value of 208 mg/dl and a confirmatory fingerstick glucose of 217 mg/dl, persisting for approximately five hours despite a recent full supply change and use of a teflon 23 inch 6 mm infusion set in the abdomen with a dexcom g7 sensor; the user reported only coffee intake that morning and no symptoms. Symptoms included no reported clinical manifestations. Outcomes included no escalation of care and no hospitalization, with self-management advised and no alerts or alarms reported. Investigation included troubleshooting and education provided by the agent, including guidance to observe for 90 minutes for downward trends. Investigation of this case revealed no device alarms or malfunctions identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown and not attributable to a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.